Event description:
The duett pro sealing device was deployed following a diagnostic procedure via a 5 fr sheath in the right common femoral artery. Following the deployment, the patient experienced loss of pulses and an arterial occlusion was confirmed. Treatment consisted of a percutaneous thrombectomy and surgical intervention. The treatment was successful and no further complications were reported.